Event description:
Per the audiologist's report, this patient experienced intermittent device function starting the week of 12/25/2006. On 1/08/2007, the patient fell and hit his head. After this incident, he could no longer hear. Testing showed that all of the impedences were high. Explantation/reimplantation surgery was scheduled for 2007.

Manufacturer narrative:
This type of event is addressed in the device labeling.